Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument grip cables was broken at the hypotube. The instrument grip cables at the tip of the instrument were very loose and derailed from the distal idler pulley and yaw pulley. The housing was opened and the hypotube was removed. The grip cable was broken at the distal end of the hypotube. Failure analysis concluded the damage was likely due to improper cleaning. An additional finding was a layer of epoxy on the main tube has been corroded off. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage was likely due to improper cleaning. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; the broken cable and corroded epoxy ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure a permanent cautery spatula had a derailed wire. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.